Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26jul2019. The manufacturer's field service engineer (fse) confirmed the reported power issue; replace the power management or overlay. The customer replaced the user interface pcba to address the reported problem and replaced the overlay. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit powers on by itself and cannot be shut off and the ventilator had an alarm light emitting diode (led) failure. There was no patient involvement.